Manufacturer narrative:
The following devices were also listed in this report: mrh 4 mm offset; cat# unknown; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that patient's left knee was revised due to pain. The rotating hinge femoral construct was revised. Surgeon reported that there was a fracture of either the stem or the 4 mm offset. Patient was revised to stryker components.